Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip g4 system instructions for use (IFU) states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). Based on the available information, the reported off-label use was due to the mitraclip device being used on the tricuspid valve. The reported clip opened while locked appears to be due to the off-label use. The poor image resolution appears to be due to procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. It was noted that due to the procedure being performed in the tricuspid valve, imaging was very poor. The clip was inserted and successfully implanted on the posterior and septal leaflets, reducing tr to a grade of 3. A few minutes after the clip was deployed, it was observed the clip had opened to roughly 50 degrees. It was suspected that the clip continuously opened to 50 degrees. The clip remained stable on the leaflets and tr remained at a grade of 3. To further reduce tr, a second clip was implanted without issues, reducing tr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.